Event description:
A report was received that a patient will undergo a pocket revision due to the ipg heating in her pocket site. The physician will replace the patient's ipg and move the patient's pocket site to a new location.